Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sep2019. Philips technical support provided part number. Customer reported via email on 9/6/2018 that the issue has been resolved. No parts were returned for failure investigation. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported o-ring at air inlet collar is damaged; cu seeks replacement p/n. There was no patient involvement.